Manufacturer narrative:
Corrected information provided in h.10. Action taken: there are no other complaints in the lot. A manufacturing investigation was conducted. It was concluded that the returned complaint sample was most likely a set-up part. The misaligned radius would be limited to complaint sample. As a single event, no further action is needed for the remaining product in market. Based on our current tracking, there are no adverse trends for this reported complaint. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative has reported that during an intraocular lens (iol) implant procedure, upon insertion, the doctor noticed that the rings on the lens did not align in the center. Additional information was provided that the rings on the lens did not line up with the center of the lens. There was no patient harm.

Manufacturer narrative:
Product evaluation: the lens was returned cut into (B)(4) pieces. Viscoelastic was observed dried on the lens. The lens portions were microscopically examined. The lens radius was observed to be misaligned. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. Microscopic evaluation of the returned iol verified that the optic was misaligned. The most likely root cause for the complaint was determined to be a misaligned milling machine. Contributing factors were a failure to follow procedure at the milling operation and failure to detect the complaint at the final cosmetic inspection operation. Research & development review determined the amount of observed decentration would not cause a detectable power change or vision degradation to patient, which includes image quality (multifocal), visual acuity and halo. The manufacturer internal reference number is: (B)(4).